Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, walking difficulty, instability, difficulty sleeping, decreased range of motion, effusion, and tibial tray migration, mispositioning, and loosening at an unknown interface. The surgeon noted bone loss on both the tibial and femoral sides. There was a significant medial tibial defect. The tibial tray, tibial insert, and femoral component were revised. There is no evidence the patellar component was revised. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Task created to update (B)(4). Doi: (B)(6) 2015. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.